Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site. The patient was treated with oral and topical antibiotics (dates and durations not reported) and underwent revision surgery to have excess tissue excised from the site on (B)(6) 2015 and (B)(6) 2016. The implanted device remains.